Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was confirmed. The cause of the issue was that the downstream occlusion (dso) sensor was found with signs of corrosion due to the dso seal being detached. The dso sensor and seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the cassette not loaded properly error and it will not run any type of cassette. There was no patient involvement.